Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse adjusted the mixer motor speed and ultrasonic voltages. The fse also replaced the main pipettor and calibrated the incubator belt. After the repairs were completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. Beckman coulter (bec) internal identifier for this report is (B)(6). All MDR associated with this event: 2122870-2015-00330, and 2122870-2015-00331.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for three (3) patients. This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(6) 2015 for two (2) patients (designated as patient 3 and patient 4). The customer repeated the sample from patient three (3) on the same access 2 immunoassay system and obtained one lower, but still elevated result which was outside of the assay's normal reference range, and three (3) additional lower results which were within the assay's normal reference range. The customer repeated the sample from patient four (4) on the same access 2 immunoassay system and obtained lower results, within the assay's normal reference range. MDR 2122870-2015-00330 will address the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient 2). The initial, elevated access accutni+3 results were released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results. Calibration and system check parameters were performing within assay and instrument specifications at the time of the event. Quality control (qc) and a precision test performed after the event did not recover within assay and instrument specifications. The sample was collected in a lithium heparin plasma tube and was centrifuged for four (4) minutes at 6,000 rpm (revolutions per minute). No sample integrity issues were reported by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance.